Event description:
Caller reported that pt received a reading of 350 mg/dl with the freestyle meter. "Humilog" was administered and about one hr later, pt began to experience a seizure. Pt was transported to the hosp. Another freestyle reading was taken at the hosp with a result of 285mg/dl compared to a lab result of 45mg/dl. Readings were taken within a couple of mins. Pt was treated with IV and oxygen. MRI and EKG tests were conducted with normal results. Pt was also provided unspecified seizure medication. Pt was tested on fingers and toes pt was hospitalized overnight.